Event description:
It was reported that the patient was transferred to the intensive care unit (ICU) on (B)(6) 2026 for closer monitoring in the setting of gastrointestinal bleeding (gib). Several low flow alarms were noted by floor providers overnight with lowest documented flow of 1.4 liter l in epic. The patient also had a low flow alarm on (B)(6) 2026 per heart failure (hf) team¿s documentation, prior to melena/hemoglobin (hgb) drop, presumed in the setting of high blood pressure/afterload at that time. 6 low flows alarms were noted (last occurring this (B)(6) 2026 at 03:16) by assessing most recent alarms on the patient¿s system controller itself. Log files were sent for review on (B)(6) 2026 as low flow alarms were unable to be evaluated via interrogation with monitor due to pulsatility index (pi) event frequency. The event log files captured persistent pulsatility index (pi) events throughout the log file shortening the data capture to just several hours.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.